Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was upgraded to a bi-ventricular device. During the upgrade procedure, the pace/sense portion of this lead was surgically abandoned due to poor sensing. No adverse patient effects were reported.